Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male patient implanted with an impella cp device. The patient was transferred from an outside facility and was noted to have a hematoma at the impella insertion site upon arrival. The doctor stated that the patient arrived from the sending facility with the hematoma already present and did not believe the hematoma had worsened since arrival. At the time of reporting, the doctor indicated he was not concerned. No additional information regarding patient outcome or further treatment was provided.

Manufacturer narrative:
Investigation summary no product returned. Asae/hematoma: patient has hematoma at impella insertion site. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot device lot : 1973983 device history batch subcomponent lot : n/a device history review the pump sn (B)(6) passed all the post sterile inspection checks.